Event description:
It was reported that the patient presented via remote transmission. Review of the stored electrograms revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. The patient presented in clinic on (B)(6) 2017. Programming changes were made. The patient was stable.